Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a050401 captures the reportable event of the a/w valve fluid/blood leak.

Event description:
It was reported to boston scientific corporation that an orca valve was used during procedure performed on (B)(6) 2025. During the procedure, water began squirting out of the air/water button. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.